Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the left breast implant. During the visual evaluation of the device, siltex cracking was observed on the posterior aspect. Leak testing was performed, according to mentor procedure, and it revealed, a tear within the siltex cracking, measuring approximately 0.1 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information are consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left breast prosthesis deflation, right breast capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with unspecified mentor saline breast prostheses when the left breast prosthesis deflated after implantation. In addition, the patient developed baker grade iii/IV capsular contracture in her right breast. The deflation and the capsular contracture were diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 350cc gel breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 22-oct-2020, mentor received addition information about the event: the date of event was initially reported to be (B)(6) 2020. New information received states that the date of event is (B)(6) 2020. The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).